Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on appropriately with functional auditory and vibratory features. A review of the pump history shows alarms and warning indicative of typical use. The pump was exercised for 24 hours with no issues. The basal program did not change on its own during testing. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. The keypad buttons were tested and were found to be responding appropriately to user input; no hypersensitivity was found to the keypad buttons. The complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump's basal rate settings were incorrect. The patient did not allege any harm or injury because of the reported issue. The patient claimed that while she was changing the pump's battery that day, she noticed that the pump's basal rate settings were incorrect compared to what she had programmed into the device. It is unclear if the patient was alleging that the basal rate settings changed after the battery was replaced. She denied that the pump suffered any trauma or was exposed to moisture. The alleged issue was not resolved with troubleshooting. The anm representative involved in this contact walked the patient through correcting the pump's basal rates and times. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's basal rates were incorrect compared to what she had programmed into the device. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.